Manufacturer narrative:
It was reported that an 81-year-old-female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During an afib procedure there was a steam pop and then it was observed by intra-cardia ultrasound that the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1500 cc's was removed from the pericardial space some of which was re-infused into the patient. The patient remained stable and will be transferred to the critical care unit (ccu) for observation. The physician¿s opinion on the cause of this adverse event is that it was a bwi product malfunction. The patient outcome of the adverse event was reported as fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) year-old-female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During an afib procedure there was a steam pop and then it was observed by intra-cardia ultrasound that the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1500 cc's was removed from the pericardial space some of which was re-infused into the patient. The patient remained stable and will be transferred to the critical care unit (ccu) for observation. The physician¿s opinion on the cause of this adverse event is that it was a bwi product malfunction. The patient outcome of the adverse event was reported as fully recovered (no residual effects). The patient did require extended hospitalization as the patient was to go home that night but stayed through the weekend the reporter believes for observation. A smartablate generator was used. A heartspan 71cm transseptal needle was used. An irrigated catheter was used in the event with a flow setting at 15ml a minute for 40w and 2ml at rest. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow when coming on ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector and visitag. The visitag module was used and the parameters for stability used were: tag index at 3mm tags and 2 seconds within 2mm and 25% at 3g. There was no additional filter used with the visitag. Color options used prospectively were time and tag index. Generator parameters: power at 40w with temp cutoff at 40 degrees. The noted temperature, impedance and power at the time of steam pop was 40w and 24 degrees at catheter tip and impedance of 108.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).